Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas alleging a blood glucose of 19 mmol/l with excess thirst and urination associated with air bubbles in the cartridge. The reporter confirmed that there were no noted issues prior to use. This report is made based on the allegation that the patient experienced hyperglycemia associated with air bubbles in the cartridge.